Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock on 21 may 2014 with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz6 right, cat#5512-f-602 inku. Tri press-fit stem 19mm x 100mm; cat#5565-s-019; lot#m9h46h. Triathlon total knee system offset adapter 4mm; cat#5570-s-040; lot#m9e7k. Simplex abc ce mark 1 pck; cat#61969001; lot#bcw011. Simplex abc ce mark 1 pck; cat#61969001; lot#bkv037. Tri ts baseplate size 6; cat#5521-b-600; lot#miyn. Triathlon total knee system offset adapter 8mm; cat#5570-s-080; lot#m3w41ah. Tri press-fit stem 15mm x 100mm; cat#5565-s-015; lot#m8t19l. Triathlon asym patella a38x11; cat#5551l381; lot#ldj833. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported that surgeon will perform a second revision on a patient's knee replacement due to a suspected infection.